Event description:
Hcp reported infusion system explanted, and returned to manufacturer for analysis and disposal after an implant duration of approximately 18 months. The system was removed due to infection. Specific information in regards to infective organism, primary infection source pump/pocket or catheter/spine and treatments prior to system removal were not reported. The pump was programmed to deliver 96.3mcg/ml lioresal intrathecal. Additional information has been requested from the hcp, and a follow up report will be sent if new information is received.

Manufacturer narrative:
H6 - final device analysis reveals normal device function: no anomaly found.